Event description:
A customer contacted baxter's technical service center regarding wanting to manually drain the home patient (hp) and end therapy. The homechoice device was is in dwell 1. The technical service center (tsr) had the patient's caregiver (cg) stop the dwell and then start the manual drain. The cg stated the hp has an infection and wanted to take her to the hospital after draining. The homechoice was operational. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(6) 2010: the patient started on pd therapy with local (pd4) ambuflex on (B)(6) 2007. The patient was diagnosed with peritonitis on (B)(6) 2010 and was hospitalized from (B)(6) 2010 until (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis event. A gram stain and culture were performed on the patient's pd effluent. The gram stain showed no organism, only a few white blood cells and the culture showed (B)(6). The nurse indicated that the patient was treated with flagyl and levaquin (route and dosage not provided) and has recovered from the peritonitis event. The nurse indicated the cause of the peritonitis was likely due to a break in aseptic technique and there was no allegation made against any of the patient's baxter pd solutions or devices. The nurse also indicated that the patient's transfer set was not replaced after the peritonitis diagnosis and the patient has been able to continue with pd therapy without any further problems. No further information is available.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl and 120 mg/dl. Readings were taken using two vials of strips from the same lot. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). On 10/25/2010 the following additional information was obtained by global pharmacovigilance. It was also indicated the patient was also treated with keflex (500mg every eight hrs, by mouth) for the peritonitis. The patient was considered recovered from the event on (B)(6) 2010. No further information is available.

Event description:
Customer alleges discrepant results with meter compared to lab: patient: b, date: (B)(6) 2010, inratio: 2.1, lab: 1.8. Patient is taking lovenox.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Manufacturer narrative:
(B)(4). Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.